Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate an implantable heart device. Another head was connected and it was able to interrogate fine. It was indicated that the programmer head is not needed back by either the account or the sales representative. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device could not interrogate an implantable device. The head cable was twisted and failed uplink functional testing due to the cable being out of electrical specification.